Manufacturer narrative:
Block b3: exact date unknown, event occurred three to four weeks prior to the date the manufacturer became aware. Block d6b: explant date: 2021.

Event description:
It was reported that the patient had been experiencing intermittent loss of stimulation. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.